Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the product was delivered to the customer. A damaged bushing can be confirmed through visual inspection. The cause for this damage and the luxation of the components is functional overload due to an inadequate loose implantation of the components in combination with an obese constitution of the patient. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Luxation of knee mechanism. Components were implanted too loose.